Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during drain 1 of 5 of their pd treatment. The patient checked the tubing and unused lines but did not see anything out of the ordinary. There were no alarms or warnings prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during drain 1 of 5 of their pd treatment. The patient checked the tubing and unused lines but did not see anything out of the ordinary. There were no alarms or warnings prior to discovering the leak. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested, however to date has not been provided.